Event description:
While in cath lab intra-aortic balloon was inserted via femoral artery. Several minutes later, blood was noticed in tubing, indicating a leak and balloon failure. Balloon was removed and a new one inserted without incident.